Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the analog interface printed circuit board (pcb) and breath delivery pcb and reseated the power cable to the front ac (alternate current) power outlet used for the humidifier 120 volts. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the compressor on an 840 ventilator would not turn on. The ventilator was not in use on a patient at the time the event occurred.